Event description:
Haptic caught and bent in the mport. Surgeon performed a peripheral iridectomy to set-up the eye for an anterior chamber lens, could not and closed the wound. Next day during the second surgical procedure vitreous fluid was observed coming forward so a vitrectomy procedure was performed. Surgery using an anterior chamber lens was implanted successfully during the third surgical procedure.